Event description:
This retrospective pregnancy case was reported by a health professional and describes the occurrence of device dislocation ("one implant found in atypical position in the pelvis") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) -year-old female patient who had essure inserted for contraception. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: the patient had seen her midwife and her health professional in 2016 as she could not bear any contraception and as she wanted definitive contraception. No other contraception had been suggested to the patient. On an unknown date, the patient had essure inserted. In 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had normal delivery at term. After the pregnancy, the patient requested to remove the implants with one found in atypical position in the pelvis and told that she would request for compensation due to a baby she had but who was not desired. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: three month control with normal result. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 14-dec-2017 for the following meddra pts: device dislocation: the analysis revealed 2788 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by an other health professional and describes the occurrence of device dislocation ("one implant found in atypical position in the pelvis") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) year-old female patient who had essure inserted for contraception. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 1. The patient had seen her midwife and her health professional in 2016 as she could not bear any contraception and as she wanted definitive contraception. No other contraception had been suggested to the patient. In 2016, the patient had essure inserted. In 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had normal delivery at term. After the pregnancy, the patient requested to remove the implants with one found in atypical position in the pelvis and told that she would request for compensation due to a baby she had but who was not desired. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: three month control with normal result. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 14-dec-2017 for the following meddra pts: device dislocation: the analysis revealed 2788 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-dec-2017: this case will be deleted from bayer database since it is a fictitious case (slide presentation from a physician). Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.